Event description:
The distributor reported on behalf of the user facility the following event: upon initial use of the device, the physician was unable to connect to the micro vent. Bolt to the monitor. On september 26, 2006, additional information from the distributor was requested concerning the circumstances of the incident and the patient involvement and the patient status. On september 28, 2006, a second request was made to the distributor for additional information.

Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported information.